Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "poor pad contact" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation. The reported malfunction was observed and attributed to an open electrode shorting wire on the electrode pad. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.